Manufacturer narrative:
The account replaced the power control module to repair the bed.

Event description:
The account alleged that the head section will not rise electrically or manually. The battery led is off. The account first had an error code of 10-17 and then after performing a sensor calibration he received more error codes of 50-105, and 80-54, 55, 56.